Event description:
The surgeon inserted a single piece collamer intraocular lens model cc4204bf in the pt's eye and the haptic was broken. The surgeon removed the lens without enlarging the incision and iniserted another lens. No pt injury. The reporter stated that this lens was inadvertently lost in the operating room. This is the second of two incidents that this occurred to on this same pt. No pt injury for either incident. See report number 2023826-2005-01734 for the first lens.